Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as improper operations. It was not reported if the patient was hospitalized for the event nor if they were retrained on the proper aseptic technique. The patient was treated with an unspecified drug (intraperitoneal) for the peritonitis event and has recovered from the event. Pd therapy was withdrawn. The reporter decline declined to provide additional information.